Manufacturer narrative:
Although attempts have been made to gather additional information, at the time of this reporting, no clarification has been received. Please note a vcare medium 34mm cup size, catalog number 60-6085-201a, chosen as default to process this filing. At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with a vcare, that occurred on (B)(6) 2020 at (B)(6) hospital (B)(6). It was reported only that the distal end of the v-care fell apart during use. It is indicated there was no injury or impact to the patient and the procedure was successfully completed using another v-care device. Additional information indicates that during a total laparoscopic hysterectomy the distal end of the v-care came off the shaft. All pieces were removed. It was confirmed the size of v-care device, catalog and lot number are all unknown at this time as the packaging was discarded by the facility. The facility indicated that information was not noted by the facility in the records. Please note a vcare medium 34mm cup size (60-6085-201a) chosen as default to process record. No other information was provided. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
D1: please note upon examination of the returned device, it has been determined that the product involved in this incident is a vcare "large" (37mm) cup as indicated by the "l" on the green cervical cup. No lot number is shown on the returned device. This information does not change the d2 information, common device name & product code, nor d3 the manufacturer previously reported. D4: corrected to reflect returned product. H10: the reported complaint of device breakage is confirmed. Conmed received one 60-6085-202a in opened unoriginal packaging. A visual inspection was performed and confirmed the device was received disassembled but all pieces were returned. The inner diameter of the blue cone measured out of spec on the high end at .195 in. The inner diameter of the green cervical cup measured within spec at .206 in. As a lot number was not provided, conmed could not conduct a two-year lot history review or review the manufacturing documents from the device history record. A two-year review of complaint history for similar failure modes revealed there has been a total of 56 complaints, regarding 61 devices, for this device family and failure mode. During this same time frame 463,832 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0001. The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The IFU advises the user to check the pilot balloon frequently to ensure inflation of the intrauterine balloon. If the intrauterine balloon ruptures, the pilot balloon will not feel firm when squeezed between your fingers. If the intrauterine balloon has ruptured, stop all manipulation immediately, remove the vcare and replace it with a new vcare unit. The IFU also gives direction as to removing the vcare after use, including but not limited to: re-attach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. There are 5 parts/components to the vcare cervical elevator retractor. These are: 1) the balloon; 2) the forward "cervical" cup; 3) the back or vaginal cup; 4) the locking assembly with thumb screw; 5) the metal shaft and handle with balloon inflation valve. For safe removal of the vcare device from the patient, follow instructions. Failure to separate the vaginal cup from the tissue may result in detachment of cervical cup and/ or patient injury. This issue will continue to be monitored through the complaint system to assure patient safety.